Manufacturer narrative:
A05, a1102: locator failure a0709: instruments not detected g2: this event occurred in italy, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was not working. A locator failure was reported by the device. Patient presence was unknown. Additional information was received. It was reported that the issue occurred pre-operatively of an optical procedure. There was no reported delay to the procedure. The site performed the activity in electromagnetic mode. It was clarified that "locator failure" referred to a red light emitting diode (led) on the camera and the instruments were not detected in optical mode.

Manufacturer narrative:
H2/h6: the system was serviced in the field. The camera's network device toolbox showed a bump status and internal temperature triggered. Codes b01, c02, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.